Event description:
It was reported that the pressure pump did not function properly.per email received from the ibc representative, the pump can¿t be deflated after inflation.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation report of the returned sample, submitted by futurematrix interventional, states that inflation / deflation tests were performed on the catheter three times and no defects were noted. An in-house 0.038" guidewire was used and passed freely. When the sample was dissected, no obstructions or defects were noted that could have caused the complaint. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation. Using the refolding tool the balloon catheter is supplied with a refolding tool. This aids in preparing the balloon for another insertion during the procedure. To use: 1. Manually compress the balloon. 2. Position the refolding tool at one end of the balloon. 3. Twist the refolding tool counter clockwise and push down on the balloon until the refolding tool traverses the entire length of the balloon. 4. Once the balloon is folded, remove the refolding tool and proceed with the procedure. Dispose of properly."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pressure pump did not function properly. Per email received from the ibc representative, the pump can¿t be deflated after inflation.